Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the slider for the sample mechanism and the tubing for a reagent syringe. The fse replaced the sample slider, the tubing, a solenoid valve, the ise probe, and the sample probe. Mechanism checks, ise checks, and precision results were all acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for ise sodium electrode (na) on a cobas 6000 c (501) module. Patient 1 initial result was 127 mmol/l. The repeat result was 137 mmol/l. Patient 2 initial result was 127 mmol/l. The repeat result was 136 mmol/l. Patient 3 initial result was 129 mmol/l. The repeat result was 137 mmol/l. The initial results were deemed "obvious low" and repeated on a different c501 module. No questionable results were reported outside of the laboratory.